Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the reported information and manufacturing inspection criteria, a definitive cause for the suture breakage and associated patient effects could not be determined; however, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary angioplasty and stenting procedure. Reportedly, during knot advancement the suture frayed and broke at the knot. A non-abbott device and manual arterial compression were used to achieve hemostasis. There was no adverse patient sequela. Three days later, the patient returned for an additonal interventional procedure, and arteriotomy closure of the left common femoral artery was attempted using a proglide device. During knot advancement the suture frayed and broke at the knot. A non-abbott device and manual arterial compression were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.